Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 40 mg/dl at the time of the incident. The customer was at 277 mg/dl before the low. The customer used glucose tablets to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer alleged insulin over delivery. Troubleshooting was completed but did not resolve the issue. The insulin pump will not be returned for analysis.